Event description:
The implant stickers that were located on the inside of the box were for a different product (synovis vascu-guard) than what was indicated on the outside of the box (synovis dura-guard). The stickers on the outside of the box were for the accurate product. No harm to patient. Correct product was used. Could have caused a delay if the incorrect product was in the box.